Event description:
Ous MDR - boston scientific received information that this right atrial (ra) lead was suspected to have dislodged. One day post-implant this lead was noted to be sensing r waves as the atrial device markers coincided exactly with the ventricular markers. Additionally, there was no sensing of p waves and no atrial capture at maximum output. There was no ventricular loss of capture and the patient maintained a normal sinus rhythm. The device was programmed to vvi 60 and a chest x-ray was performed for which the results have not been made available. No further information could be obtained regarding the physician's plan for this patient. No adverse patient effects were reported. This system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.